Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of the device's active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue. The device had evidence of physical damage.